Manufacturer narrative:
(B)(4). Investigation summary: actual complaint sample can't be returned, batch records have been reviewed and no issue found. Manufacturer retained samples have been evaluated by appearance, knot pull tensile strength and no issue found. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. Device history lot: qg3ad. Device history batch: n/a device history review: the device history records reviewed, and no issue found. The manufacturing date is (B)(6) 2020 and expiration date is 2025/06/30. A manufacturing record evaluation was performed for the finished device batch number qg3ad, and no non-conformances were identified. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that a patient underwent a bilateral bursectomy on (B)(6) 2020 and suture was used. During the procedure, the suture broke. There were no adverse patient consequences reported. No additional information was provided.